Manufacturer narrative:
Evaluation summary: ten-x visual inspection confirmed broken needle IV end. Evidence of residual bending indicating that the needle was bent at point of breakage. No evidence of manufacturing related issues observed on the returned sample. A lot history review was carried out, no related non conformances were raised in the association with this packaged lot. A review of the complaints database was performed on this lot number and there have been no trends identified.

Event description:
Needle broke off during injection in the abdomen. Pt was in hospital for surgical treatment. The needle could not be found in the abdomen.